Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: her blood glucose (bg) has been inconsistent with lows and highs throughout past two weeks. She has been on alternative form of insulin delivery for several days to manage bg, as she feels the pump seems not to work. Bg at time of call 361 mg/dl with moderate level of lethargy. Patient said, she had given herself 8.5 units with syringe before call. Patient reports, she has done complete site/set/cartridge change many times already and still bg excursion persists. Patient alleges that pump is not delivering insulin as usual because, she doesn¿t hear the insulin go through as she was able to prior to having bg issues. She was previously able to hear the insulin at an increment of every 3 minutes and now it does it sporadically even with same basal settings. Patient says that is the issue for high and low as she has to go in and bolus and levels are not regulated. Patient reports no issues with insertion or at site and has been putting in at new area , avoiding any scar tissue. Patient reports that pump needs to be replaced. Customer support (cs) advised patient to meet with health care provider (hcp) to get further clinical evaluation and discuss possibilities of underlying scar tissue and other health issues, and will replace pump. Patient reports she will discuss bg issues with hcp if still not regulated with new pump. This complaint is being reported as the patient experienced hyperglycemia while on a back up plan due to an alleged pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: no defect was found. Tdd add up correctly and reflect the programmed basal rate. The pump powers ¿on¿ and displays ¿verify¿ screen. ¿ez-prime¿ steps were performed and the pump passed a 24hr duration test. The unit passed a delivery accuracy test. The product performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.